Event description:
It was reported that during an unk procedure, the device didn't close correctly. At firing the staples didn't form in a correct way. The same problem happened with two devices. They had to open the pt and make a hand suture. No device will be returning.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.